Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 16-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from back to back blood tests of 180 and 130mg/dl fasting. Customer stated the tests had been performed that morning. The customer¿s expected am fasting blood glucose test result range is 90-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/29/2022. Product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: updated FDA¿s type, findings and conclusions codes. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.